Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device (vcd), the shuttle would not retract out of the patient and the skin was being pulled up and the shuttle would still not come out. The user deflated the balloon, removed the device and held manual compression. Hemostasis was achieved under 30 minutes. The hospitalization was not extended and the patient recovered. There was no patient injury. The user was mynx certified. The device was stored as per the labeling and was opened in a sterile field. The patient weighed 90kg. A retrograde approach was used with a 5f cordis avanti sheath. The device was inserted per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was inserted per IFU. The balloon was inflated and brought back then the sealant was delivered. The sealant was partially exposed out of the shuttle after the retraction issue and the user pulled it out. However, ¿it was completely housed before he messed with it.¿ the user shuttled down completely and there was no resistance when shuttling down. Unusual force was applied when retracting the sheath because the user was unable to retract the shuttle. The sheath came out but the user could not retract the shuttle. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The 5f cordis sheath introducer was retracted to the shuttle handle and the procedural sheath¿s stopcock was received in open position. The device was returned in deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge). The cordis sheath introducer was inspected for anomalies that may have obstructed the device path. No anomalies were observed. Functional testing per mynx IFU was performed by manually retracting the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was found exposed to blood, swelling up with increased profile. The sealant¿s proximal end was observed wedged between shuttle tube & advancer tube. The condition of the returned sealant indicates a device deployment jam. A product history record (phr) review of lot f1834402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam ¿ premature sealant swell¿ was confirmed through analysis of the returned device. However, the reported ¿catheter sheath introducer (csi) - resistance/friction-inner lumen - during use¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analyses, the failure might have been due to the sealant becoming exposed to moisture prematurely, causing the sealant swell up and increase the profile, which could have prevented the shuttle and procedural sheath from being retracted during unsheathing. It should be noted that if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analyses suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The 5f cordis sheath introducer was retracted to the shuttle handle and the procedural sheath¿s stopcock was received in open position. The device was returned in deployment jam position (sealant inside the shuttle cartridge and the advancer tube still inside the shuttle cartridge). The cordis sheath introducer was inspected for anomalies that may have obstructed the device path. No anomalies were observed. Functional testing (per mynx instructions for use (IFU) was performed by manually retracting the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was found exposed to blood, swelling up with increased profile. The sealant¿s proximal end was observed wedged between shuttle tube & advancer tube. The condition of the returned sealant indicates a device deployment jam. Review of lot f1834402, UDI # (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The failure reported as ¿device deployment jam¿ was confirmed. Based on the condition of the returned device and the investigation performed, the failure might have been sealant exposed to moisture prematurely, swelling up, increasing the profile which may have prevented the shuttle and procedural sheath from being retracted during unsheathing. It should be noted that if the sealant is prematurely hydrated and adhered to the catheter shaft and/or shuttle tubing, this may create resistance and hinder the device from unsheathing the sealant during the deployment. However, the root cause of the sealant swelling prematurely could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip vascular closure device, the shuttle would not retract out of the patient and the skin was being pulled up and the shuttle would still not come out. The user deflated the balloon, removed the device and held manual compression. Hemostasis was achieved under 30 minutes. The hospitalization was not extended and the patient recovered. There was no patient injury and the product will be returned for analysis. The user was mynx certified. The device was stored as per the labeling and was opened in a sterile field. The patient weighed (B)(6) kg. A retrograde approach was used with a 5f cordis avanti sheath. The device was inserted per IFU. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was inserted per IFU. The balloon was inflated and brought back then the sealant was delivered. The sealant was partially exposed out of the shuttle after the retraction issue and the user pulled it out. However, ¿it was completely housed before he messed with it.¿ the user shuttled down completely and there was no resistance when shuttling down. Unusual force was applied when retracting the sheath because the user was unable to retract the shuttle. The sheath came out but the user could not retract the shuttle.